Event description:
The patient reported that they were charging too frequently, the implantable neurostimulator (ins) was not holding the charge. They charged fully and it was drained within 48 hours, it never used to do that. The patient was taking longer to charge. They sat for at least 4 hours every day, it was confirmed that they did get good coupling and did charge ins 100 percent full. The patient had no programming changes in four months. There were reports of traumas/falls that could be related to this event. It was reviewed that they contact their health care professional (hcp) or manufacturer representative (rep) to calculate and determine if the charging frequency was normal. They were scheduled to see their hcp this (B)(6). This started about three weeks ago. It was noted that the stim was very positional, if they moved a certain way the stim cuts off. They put the head down and it cut off. They did not experience this with the permanent ins until about three weeks ago. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.